Event description:
I recently encountered a problem with bausch & lomb's boston cleaner for gas permeable contact lenses. I wasn't sure if this was something to inform you about but decided that it might warrant justification. I've already contacted bausch & lomb and they are prepared to send me a postage paid sticker to return the product but I just don't want them sweeping this under the rug if this should be something of a serious nature, especially if what is inside the bottle was something harmful. This is what I've reported to bausch & lomb: "I don't have a question but I need to tell you what I found in the boston cleaner carton when I opened it. Mind you, the box was sealed, however, there was no imprinted neckband on the bottle inside the carton. But what concerned me most was the fact that inside the carton was not the boston cleaner as indicated but a bottle of conditioning lotion (please note that I inadvertently described this as lotion when I meant to describe it as a solution). And as if that wasn't enough, the date on the bottle was dated (B)(6) 2009 and it said "for professional dispensing only." The date on the box was (B)(6) 2013. I did not want to return this to the store where I purchased it because I thought this was imperative that I brought this to your attention. Besides, I no longer have the receipt so I didn't know if I'd have any issues trying to return this product." If you feel that this matter should be handled through bausch & lomb alone, let me know before I send the product back to them. Thank you for your attention in this matter.